Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received a temperature alarm while the pump was in her pocket. The customer states the pump has only been exposed to room temperature conditions. The device is not warm to the touch. Customer was unable to resume insulin and will use multiple daily injections for therapy.

Manufacturer narrative:
Correction to supplemental number : the reported issue was confirmed. However no failure was identified. In addition a different issue was found.